Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the failure had been addressed to a software issue. The software has been upgraded and the issue could be solved.

Event description:
Livanova (B)(4) received a report of a centrifugal pump 5 (cp5) time-out. There was no patient involvement.